Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) to report a casing issue with their onetouch ultra2 meter. The patient reported that something was blocking the test strip port which prevented inserting a strip properly and displaying an apply sample message. The complaint was classified based customer care advocate (cca) documentation. The patient reported that on ¿(B)(6) 2015, 10am¿ he discovered the test strip port issue and apply sample message. The patient is on a combination of medications (metformin pills, and lantus insulin). The patient denied taking any action as a result of the alleged product issues. The patient claimed that ¿right after¿ the alleged product issue began he developed the symptom of ¿sweating¿. On ¿(B)(6) 2015, 12pm¿ the patient stated during a doctor¿s visit he had his blood glucose taken and obtained a reading of 155mgdl/l on the doctor¿s meter. At the time of troubleshooting, the caa verified the subject meter was not being used for the first time and there was no misuse of the product. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.